Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to plunger stopper separation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode plunger stopper separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ syringe with attached needle, the user identified difficult plunger movement. The following information was provided by the initial reporter. The customer stated: the arterial blood collector checked that there was no air leakage in the package during the period of validity. When using it, it was found that the blue piston inside did not slide with the piston handle when pumping back, so it could not be used.